Event description:
This is a spontaneous case report received from a physician in (B)(6) on 14-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for sterilization. Additional information received on 18-mar-2016 and on 28-jun-2016. She had history of anxiety, depression and crohn's disease. It was reported that patient has a retroflexed uterus. Essure procedure was uncomplicated. During procedure, both tubal ostia were seen, some angulation from axis of uterus. Easy insertion bilaterally of essure devices was described; 3 trailing coils on left side and 5 trailing coils on the right side. Scope time was 4 minutes. Patient tolerated procedure well. Post procedure, she complained of increasing and quite debilitating pelvic pain /pain and peri menstrual pain after the first and second cycles, dyspareunia and heavier periods. Ultrasound was done (on (B)(6) 2014) and showed that tubal inserts were both present and intact. The right insert proximal end did not cross the uterine-tubal serosal junction. The left tubal proximal end reached the uterine-tubal serosal junction; unsatisfactory placement of right tubal insert which was laterally displaced. Satisfactory appearance of left tubal insert was described. It was reported that patient dna (as reported) for hsg. She was seen on (B)(6) 2015. She complained of erratic and troublesome periods which had previously been regular. History of ruptured appendix and ileocolic vein thrombosis post essure procedure. She had been on ocd (as reported) intermittently. She had gangrenous appendectomy on (B)(6) 2016 and hysterectomy, bilateral salpingectomy with adhesiolysis on (B)(6) 2016. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pelvic pain post essure (fallopian tube occlusion insert) implantation (started 1-2 cycles post essure procedure). An ultrasound was done and revealed unsatisfactory placement of right tubal insert which was laterally displaced. She was submitted to a hysterectomy with bilateral salpingectomy. Additionally, she also had ruptured appendix (gangrenous appendectomy), ileocolic vein thrombosis and adhesiolysis surgery post essure procedure. The reported pelvic pain and essure displacement are listed according to essure's reference safety information, while the other events are unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in pelvic pain. In this particular case, although the exact mechanism of the reported events is not known given their nature causality with the suspect device cannot be excluded. On the other hand, considering the localized action of essure inserts into the fallopian tubes it is unlikely that the device would contribute to a rupture of appendix and to any thrombosis event. Thus these events were considered as unrelated to essure. The rupture appendicitis was also the likely explanation for the reported adhesions/adhesiolysis surgery (in association with patient's previous diagnosis of crohn's disease). This case was considered an incident since a hysterectomy and salpingectomy were required (essure removal implied). A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 20-sep-2016: global ptc number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.no specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1572 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pelvic pain post essure (fallopian tube occlusion insert) implantation (started 1-2 cycles post essure procedure). An ultrasound was done and revealed unsatisfactory placement of right tubal insert which was laterally displaced. She was submitted to a hysterectomy with bilateral salpingectomy. Additionally, she also had ruptured appendix (gangrenous appendectomy), ileocolic vein thrombosis and adhesiolysis surgery post essure procedure. The reported pelvic pain and essure displacement are listed according to essure's reference safety information, while the other events are unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in pelvic pain. In this particular case, although the exact mechanism of the reported events is not known given their nature causality with the suspect device cannot be excluded. On the other hand, considering the localized action of essure inserts into the fallopian tubes it is unlikely that the device would contribute to a rupture of appendix and to any thrombosis event. Thus these events were considered as unrelated to essure. The rupture appendicitis was also the likely explanation for the reported adhesions/adhesiolysis surgery (in association with patient's previous diagnosis of crohn's disease). This case was considered an incident since a hysterectomy and salpingectomy were required (essure removal implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.